Event description:
It was reported that prior to a coronary artery stenting treatment procedure stent damage was observed. The lesion being treated was located in the circumflex. A 3.00x24mm taxus liberte stent was selected to treat the lesion. Prior to use the physician observed that the edges of the stent were flared. Another of the same device was used and the procedure completed. The device did not contact the patient. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).